Event description:
The customer biomed reported that the device would not recognize a therapy cable connection and would not provide defibrillation therapy. The pin inserts appeared to be pushed in. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and the therapy connector part number information. Follow up with the customer confirmed that replacement of therapy connector resolved the reported failure. The device was repaired and returned to service for use. The removed therapy connector was not returned to physio-control for analysis. Hence, further cause of the reported failure could not be determined.